Manufacturer narrative:
The reported events were capture anomaly and helix mechanism issue. As received, a complete lead was returned in one piece partially extended and clogged with blood/tissue. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the left ventricular (lv) lead exhibited poor capture threshold. The physician made several attempts repositioning the lv lead but was unsuccessful due to which, the lv lead helix was found stuck and unable to retract. The lv lead was removed and replaced. The patient was in stable condition.